Event description:
It was reported the system is frozen and works again after a restart, intermittent lockup. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack and the foot switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.